Event description:
The account alleged the head of the bed will not run down the last fifteen degrees and the same when using the cardio pulmonary resuscitation function. No injury reported.

Manufacturer narrative:
The tech found that a magnet from the foot end worked its way to the head section and was causing the head section to bind. The tech installed the magnet back into the foot section properly to resolve this issue.